Event description:
Alleged event: the applier did not fire correctly. The clips were not grasping. The pt's condition was reported as unk.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product auto endo5 ml, lot #73g1400216 investigation did not show issues related to complaint. The device sample hs not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used; lot #73gd1400216 was confirmed with sample received. Components look well assembled, no stuck clip in jaws. The remaining clips were released properly and no quality issues were found. Therefore, the failure mode not closing as reported was not able to be duplicated. All products are 100% tested by manufacturing and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.